Event description:
It was reported that externalized conductors were observed on the lead during a device change out procedure for normal eri. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted, and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.